Manufacturer narrative:
(B)(4). Investigation indicated that the neurostimulator sustained electrical overstress (eos) during exposure to an electrosurgical unit (esu) at the time of implant resulting in excessive battery drain when stimulation is active (vdacres is charged).

Event description:
H10 investigation results: original report: the neurostimulator battery reached end of service after 2.156 years. The battery was replaced on 4/17/26. Review of the battery plot indicated an unusual battery depletion pattern.

Manufacturer narrative:
(B)(4). The returned neurostimulator is in process of being investigated.

Event description:
The neurostimulator battery reached end of service after 2.156 years. The battery was replaced on (B)(6) 2026. Review of the battery plot indicated an unusual battery depletion pattern. The neurostimulator was returned to neuropace for investigation.